Manufacturer narrative:
This report is for an unknown tfna end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the surgery, the surgeon couldn¿t tighten the tfna endcap completely. Although the tfna endcap protruded about 3 mm, the surgery was completed based on the judgment of the surgeon. The surgeon considered that there was no adverse consequence to the patient. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - end caps: tfna. This is report 1 of 1 for complaint (B)(4).